Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable testosterone results for multiple patient samples over the last month. The customer noted the samples were processed into sample cups by the modular preanalytic analyzer (mpa). Of the data provided, only the results for four patient samples were discrepant. Patient 1 initial result was 115.7 ng/dl, the repeat result was 40.02 ng/dl. Patient 2 initial result was 122.9 ng/dl, the repeat result was repeat 45.22 ng/dl. Patient 3 initial result was 110.7 ng/dl, the repeat result was repeat 34.00 ng/dl. Patient 4 initial result was 124.9 ng/dl, the repeat result was, repeat 55.27 ng/dl. These patients were all female. Information concerning if any erroneous result was reported outside the laboratory or if the patients were adversely affected was requested, but was not provided. The reagent lot number was 187861. The expiration date was requested, but was not provided. The field application specialist repeated patient sample 3 on two other analyzers and the results were 36.1, 33.9, 33.83, 34.92, and 35.41 ng/dl and 32.74, 32.95, 32.32, 32.73, and 32.67 ng/dl.